Event description:
During an in clinic follow-up, loss of capture resulting in a loss of pacing was observed on the right ventricular (rv) lead. The patient is pacemaker dependent. Abbott technical support was contacted and the device was reprogrammed to resolve the event and the patient was in stable condition.